Manufacturer narrative:
The subject was returned to the service department of oekg but has not returned to omsc. The service department of oekg checked the subject device for evaluation. It was confirmed the reported phenomenon. It could not be cleaned because the cleaning brush was not going through it. It could see a brown sticky mass in the irrigation port and on the ultrasonic transducer part. The foreign object in the balloon channel was escaped when the balloon was filled. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for the repair at the service department of olympus (B)(6) (oekg), it was found the foreign object was clogged in the balloon channel of the subject device. There was no patient injury associated with this report.

Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It could not be identified the root cause of the reported phenomenon. However based on the report of the service department of olympus (B)(4) and its image, omsc determined there was the possibility this phenomenon was attributed to body tissue, including blood which had attached to the subject device as the foreign object. Incomplete cleaning of the subject device could be resulted in foreign object adhering in the channel; unable to insert a brush through. If additional information becomes available, this report will be supplemented.